Event description:
Information was received from a patient via friend/family member who was implanted with an implantable neurostimulator (ins). The reason for call was caller reported that the patient's battery is dead and the patient needs to find a physician to replace the implanted device. The caller also stated that the patient was in pain and believed the pain started when the implant died. Caller stated that they tried turning stimulation on but they were getting a sharp, electrical bolt that hurt. Caller thought that's when the battery died and they tried turning stimulation on/off but it didn't help. Agent asked caller if they saw any indication of end of service (eos) on the controller, and caller stated they didn't know. Caller stated that the patient usually gets their implant replaced every 2 years because the patient has to keep the stimulation at a high setting. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. Agent sent an email to caller for physician listings. Agent also emailed device registration to update the address on file.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.